Event description:
Health care professional reports a pt was having fistula access difficulties in prior treatments noted by high venous pressures during treatments. Pt placed on dialysis using a 21st reuse dialyzer & at onset of treatment the venous pressure again was noted to be high. The pt's access was found to be clotted as well as the dialyzer. The pt was taken off dialysis & admitted for a new access placement. The pt received a subclavian access & the health care professional reports no recurrence of issue with subsequent treatments. The health care professional reports the clotting of the dialyzer was a result of the pt's clotted access.